Event description:
Customer reported that the device intermittently failed to recognize the therapy cable since the therapy connector was making an intermit connection. There was no report of pt use associated with the event.

Manufacturer narrative:
(B) (4). Physio-control provided customer technical assistance and the therapy connector parts info to repair device. Follow up with customer found that replacement of the therapy connector assembly resolved the reported issue. The device has been placed back to service.